Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient has experienced elevated blood glucose level up to 300 mg/dl for 4 weeks. Caller stated patient received a blood glucose level of 400 mg/dl; took correction via pump without success. Patient was able to get blood glucose level under controls by herself. Patient alleges pump did not deliver correct insulin. No adverse event reported. Requested return of the alleged device for evaluation.